Event description:
The biomedical engineer (bme) reported that the v60 ventilator had a touchscreen was not responding. The device was not in clinical use when the issue occurred. No patient impact and/or harm reported. During troubleshooting, the remote service engineer (rse) reported that the customer's issue was replicated. The rse noted that a touchscreen calibration, however, the calibration was unsuccessful. A visual inspection was noted, and the touchscreen was clean with no physical damage. The bme was advised to replace the touchscreen and was also provided with the part number for replacement touchscreen. The investigation is ongoing.